Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the activation button missing. The device was mechanically tested and the jaws opened and closed without difficulty. There were no anomalies noted with the articulation of device. The I-blade does advance smoothly and to end of jaw. There were no anomalies noted with the jaw aperture. The device was tested on the generator and passed all functional testing. The testing was completed by manually pushing/manipulating the activation switch (due to missing button). The energy output delivered from the device was verified and the cutting of the test media performed as expected. No yellow alert screens were displaying during testing. There were no anomalies noted with the functionality of the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a laparoscopic vaginal hysterectomy procedure, the device was difficult to advance beyond mechanical stop and, when it did, the device would not open. The jaws remained closed and could not be opened. There were no patient consequences. Case completed with a new competitive device. One device will be returned.